Event description:
It was reported that during the implant procedure the analyzer measurements did not correspond to the programmer measurements. The lead sensing measurement by the analyzer was higher than with the programmer. The disposition of the analyzer is unknown at this time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.